Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose was greater than 420 mg/dl. The customer stated that she changed out the infusion set and it does not deliver insulin and she did not get an alarm. The customer stated that the high blood glucose readings started on tuesday afternoon with blood glucose readings over 400 mg/dl. The customer stated that she vomited and was taken to the hospital. The customer was advised of the 2 high blood glucose readings rules. The customer was advised to call at the time of issue.